Event description:
It was reported that a malfunction alarm with code malf 12 occurred, but there were no notable events prior to this issue. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. Consequently, the customer was advised to continue using the pump and instructed to call back if any malfunction code recurs.